Event description:
This is filed for the clip opening while locked (cowl). It was reported that a patient presented on (B)(6) 2022 with mitral regurgitation (mr) and dilated left atrium and ventricle. A mitraclip xtw (20331r152) was successfully placed, however, had opened more than normal during deployment. An additional clip was placed without issue. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked (cowl) could not be determined. The unexpected medical intervention was a result of case-specific circumstances. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).